Event description:
Thoracoscopy- "towards the end of the procedure the doctor (according to the nurse)(trisa fuentes)- dr. (B)(6) noticed a piece of plastic inside the patient and realized it was the end of one of the trocars- the plastic was removed- no harm was done- it is not known how the trocar end became detached."

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. This document represents our final report.